Manufacturer narrative:
One device was returned for repair. The device has not been in for service in the review period. Unable to download in the event history logs due to alarm message error code 1260 displayed on the pump. Reported problem was duplicated. The device constantly alarmed and displayed error code 1260. The rear labels were verified to be damaged. The front housing was verified to be damaged. The cause was a faulty printed circuit board (pcb), damaged rear labels, and damaged front case. No action was taken to correct the issue as the device is beyond economical repair.

Event description:
It was reported that device had an error code 1260, damaged rear labels, and damaged front case (top left corner). This issue is not related to physical damage/abuse. No delay of therapy since it occurred during testing. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.